Event description:
It was reported that his left ventricular (lv) lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than blood/bodily fluid in the lumen which is normal for open tip leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that his left ventricular (lv) lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported. According to additional information, the dislodgement was confirmed by x-ray. Loss of capture was observed. No additional adverse patient effects were reported.

Event description:
It was reported that his left ventricular (lv) lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported. According to additional information, the dislodgement was confirmed by x-ray. Loss of capture was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed